Event description:
A report was received that a patient has passed away. The reason for the patient's death is unknown.

Manufacturer narrative:
Additional information was received that the physician was not aware of the patient's death. No further information can be obtained regarding the patient's death. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient has passed away. The reason for the patient's death is unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial/lot #: (B)(4) description: scs 50cm iii lead.